Event description:
It was reported that this patient was seen in-clinic after receiving multiple shocks over the course of a few days. The device was interrogated where the physician noted two shock episodes displayed no therapy on the electrocardiogram (egm). Additionally, the right ventricular (rv) lead displayed high, out-of-range delivered shock impedance measurements (>145 ohms). This caused the device to declare a code 1005, indicating an open circuit condition within the system. Boston scientific technical services (ts) was contacted and recommended rv lead replacement. Information has been requested regarding the event resolution and whether the delivered shocks were clinically appropriate, but a response has not yet been received. At this time, the system remains implanted and in-service. No adverse patient effects were reported.